Manufacturer narrative:
The lab was not able to return the slide for evaluation or provide a lot number. The device in question is a standard glass microscope slide commonly used for cervical cytology. There is a risk of breakage with any glass item. A CAPA has been initiated to investigate the event determine if any action is possible to prevent recurrence.

Event description:
Customer called to complain that they have had a problem with slides having shards of glass in the packaging. Employees have been cutting their hands on the slides and recently an employee had a piece go in her eye when the slide was placed under the clip on the microscope stage. The cytotechnologist felt something sharp in her eye just as she placed the slide under the clip. The employee went to the doctor and had scratched the eye. According to the doctor, cytotechnologists do not blink their eyes as much, thus causing the eye to be open and dry. There was no damage to the eye and she was treated with eye drops.